Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found a loose coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: the frayed cord was due to cable separate from switch side. The most probable cause was traced expected or random component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a frayed cord. This event was found during reprocessing. There are no reports of patient involvement.